Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
An inflammatory mass was reported. The patient was to have surgery to replace the catheter next month. At the catheter tip, a granuloma formed and the current health care provider (hcp) had also indicated ¿it¿s moved and he wants to put in a new catheter¿. It reportedly started about a year ago ¿off and on¿. It was noted the system currently delivered clonidine, bupivacaine and dilaudid. It was later reported that the patient had a scheduled catheter revision on (B)(6) 2014, but it was cancelled and the device manufacturer representative wasn¿t given a reason why. Additional information has been requested, but was not available as of the date of this report.